Event description:
On 6/15/96 pt underwent repair for tetrology of fallot with absent pulmonary heart syndrome with a cryopreserved pulmonary heart valve in a rvot procedure. At 3 months post-operative pt presented pulmonary insufficiency and marked dilation of the proximal pa branches. Allograft was explanted and replaced with a bioprosthesis. Pt is in satisfactory condition.